Event description:
Power supply used with navigator pro device overheated to the reported point of flame. No injuries or other damage reported. (B)(4).

Manufacturer narrative:
Power supply is a medical grade power supply manufactured by globtek, inc. Power supply was returned by distributor and was sent to globtek for root cause investigation 11/07/2013. A complaint review of bio-logic devices using the globtek power supply does not reveal any failures to this extent. This is an initial report. Due to the sealed nature of the power supply housing, a visual inspection confirmed the burned/melted exterior but globtek is required to provide a detailed analysis of failure.